Event description:
On (B)(6), 2010, a complainant reported that she mixed cavicide with (B)(6) bleach and (B)(6) detergent and used this mixture to mop her floors. She alleges that the cavicide caused her to feel light-headed and experience sharp pains close to her heart.

Manufacturer narrative:
The complainant reported that she mixed cavicide with (B)(6) bleach and (B)(6) detergent and used this mixture to mop her floors. The complainant stated that she did not read the label on the cavicide. The complainant alleged that ever since she used cavicide (approximately two weeks prior to contacting metrex research corporation), she had been feeling light-headed and had experienced sharp pains close to her heart. The complainant had not seen a doctor for her symptoms. In addition, she did not leave any contact information so that further details could be obtained on the incident and on her current condition. An evaluation of the product could not be conducted nor could a review of the manufacturing records be conducted since no product was returned to metrex research corporation and no lot number was provided. The complainant did not provide any contact information other than her first name. No additional information could be obtained regarding her allegations nor could any of her allegations be confirmed. This report is being submitted because of the complainant's allegations of a serious injury involving cavicide.